Event description:
During the pulsed field ablation procedure, a cardiac perforation occurred due to the guidewire that resulted in a pericardiocentesis. Hypotension and hypocarbia occurred at the last ablation on the rspv. The physician moved from lpv to rpv with the guidewire in the volt catheter. It¿s only once the balloon is oriented towards the vein that the physician took out the guidewire to confirm the axis of the vein and make a mounting on the balloon guidewire. When ablating the rspv, the ballon was deflated, put into the agilis sheath, the guide was put on the rspv, and then the physician placed the balloon on the vein and inflated it with 10cc. The guidewire was far into the vein to allow mounting of the volt catheter in the vein. The guide curled into the vein and the extremity found itself between the balloon and the venous wall. It was noted that there was a little bit too much pressure on the basket, so the physician moved the balloon. The balloon was deflated in order to reposition the catheter more optimally in the vein and then fully inflated slowly at 10cc. As there was a little bit too much pressure, the physician deflated the ballon at 9cc. The rspv was ablated with 4 shots of pfa in low waveform. As the application was a bit ostial, the physician decided to apply another shot more antral, but could not as it was noted that the patient's blood pressure dropped. Pericardial drainage was performed. Adrenalin, retting, and protamine were administered. The patient was stable. There were no performance issues with any abbott device.

Manufacturer narrative:
The product's lot number could not be obtained; therefore the primary di number is provided (d4), but full UDI information is not available.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. Three images were submitted for evaluation to product performance engineering, no product was received. The images returned show an ensite volt display. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident of a cardiac perforation could not be conclusively determined.